Event description:
It was reported that dsa performed after 4 months from the index procedure showed kinking and stenosis of proximal marker of the enterprise vrd ((B)(4)/lot unk). The enterprise was used for re-coiling acom aneurysm 3 years after sah treated with an unknown number and type of codman coil/coils. During the initial placement of the stent there was a minimum on 5mm beyond the aneurysm neck. There was no migration during the procedure, and the stents covered the aneurysm neck. There was no significant vessel spasm, nor associated patient adverse event noted. The aneurysm was broad neck aneurysm and the vessel diameter was 2.5 ¿ 5mm proximal to distal. The implant date was between the years of 2011 ¿ 2013. The admitting diagnosis was sah, and there is no patient information available.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.please note that the event date is unknown.(B)(4).

Manufacturer narrative:
It was reported that dsa performed after 4 months from the index procedure showed kinking and stenosis of proximal marker of the enterprise vrd (enc452212/lot unk). The enterprise was used for re-coiling acom aneurysm 3 years after sah treated with an unknown number and type of codman coil/coils. During the initial placement of the stent there was a minimum on 5mm beyond the aneurysm neck. There was no migration during the procedure, and the stents covered the aneurysm neck. There was no significant vessel spasm, nor associated patient adverse event noted. The aneurysm was broad neck aneurysm and the vessel diameter was 2.5 ¿ 5mm proximal to distal. The implant date was between the years of 2011 ¿ 2013. The admitting diagnosis was sah, and there is no patient information available. The devices remain implanted and are not available for analyses. No lot numbers were provided and no DHR could be conducted. Aneurysm recanalization after coil embolization is a known potential event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. With review of the limited information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. (B)(4).